Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded.

Event description:
As reported: "the implantation took place on (B)(6) 2022. Since on (B)(6) 2023, there was increasing pain, then in x-ray on (B)(6) 2023 there was evidence of implant fracture." This resulted in a revision surgery.

Manufacturer narrative:
The reported event could be confirmed from the available radiographs. From the available radiographs, a formal medical opinion was sought:- the fracture is a very unstable multi-fragmentary sub/ per trochanteric fracture. Available radiographs after surgery show only the pelvic view. Unfortunately, there is no lateral view. The lateral view could help further judge the reduction of the proximal part of the fracture. Besides the reduction, the aftercare for this type of fracture is extremely important but with the limited available information, it is hard to draw a conclusion as we are not aware, of whether the patient¿s weight-bearing was reduced or full from the start. From the last x-ray it is clear that there is a non-union after 7 months, there is some callus formation, but clearly not sufficient. There must have been continuous movement in the fracture to cause the nail to break in a fatigued manner at the lag screw interface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the investigation, the root cause attributed can most likely be user-related. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the implantation took place on (B)(6) 2022. Since (B)(6) 2023 there was increasing pain, then in x-ray on (B)(6) 2023 there was evidence of implant fracture." This resulted in a revision surgery.